Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2022-04055.1627487-2022-04056. It was reported that the patient's system was explanted and replaced due to high impedances.

Manufacturer narrative:
The report of high impedance was not confirmed. Analysis of the returned ipg found it had no physical abnormalities and it communicated with all lab utilities. The returned device also passed all functional testing on the ate, which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation. A mechanical lead fitment and gauge pin test was also performed, along with a setscrew mechanical engagement test; all resulted in normal operation. The returned ipg exhibited normal device characteristics during analysis and no impedance issues were encountered.